Event description:
It was later reported that the patient experienced a loss of therapy. The (B)(4) study done the previous week had indicated a leak in the catheter, dorsal to anchor, in subcutaneous tissue. Per the reporter, there was not patient injury. The medication administered via the pump was morphine 20.0 mg/ml concentration at a daily dose of 5.5 mg/day, and bupivacaine 20.0 mg/ml concentration at a daily dose of 5.5 mg/day, all via continuous infusion.

Event description:
A break in intrathecal catheter was reported; patient experienced inadequate pain relief. A (B)(4) study revealed a leak in the back. Drugs were delivered via the system were morphine and bupivacaine. The severity of the event was noted as "mild." Catheter was replaced on (B)(6) 2011. Patient experienced pain at the pump pocket in left upper abdomen on the day of catheter revision. A pump repositioning was done on the same day to left front upper quadrant. Outcome of the event was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the location of the catheter issue was at the lumbar portion.

Manufacturer narrative:
The catheter was returned for analysis in three segments. On initial inspection, foreign material was noted in dispensing holes of segment #3. While performing internal decontamination, it was noted that segment #3 was partially occluded due to said foreign material in dispensing holes. The foreign material was able to be broken up and internal decontamination was completed. The 3 segments of catheter were thoroughly inspected and pressure tested; no leak could be confirmed.